Event description:
This report is based on information provided by philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was out of calibration, unable to use the monitor especially the right side of the screen. There was no reported patient involvement; therefore, no health consequences or impact.